Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, interrogation of the patient's pacemaker revealed the right ventricular (rv) lead had noise problems and the right atrial (ra) lead was oversensing noise resulting in inappropriate automated mode switch (ams) episodes. In addition, the ra lead had low impedance measurement. The physician elected to cap and replace both the rv and ra leads on (B)(6) 2024 during the generator changeout. The patient was in stable condition throughout.